Event description:
The customer stated that the insulin pump alarmed motor error. The reported blood glucose reading was 221 mg/dl. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.